Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. Reference e-complaint-(B)(4).

Event description:
Vacuum would not release from infant. Doctor had to cut through suction tube with scissors to release suction. Incident happened on (B)(6) 2018.

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation, x-no sample returned and x-review DHR. Analysis and findings: the reported complaint event cannot be confirmed or verified as the affected vad sample was not be returned for analysis as of the time of this investigation. It was scheduled to be returned by 5/4/2018. However, if the sample device is returned in the future and made available for investigative root cause analysis, the complaint may be reopened and addressed as needed. Although the root cause is considered inconclusive and non-definitive without the actual affected device, the description of the reported event indicates an occlusion had occurred after applied vacuum that could not be released when desired. This may have been caused by multiple causes including excessive hair or organic matter or tissue blocking the vacuum cup screen, vacuum tube itself, or even a broken or damaged vacuum release lever. It should be noted that each vad device is individually vacuum tested for acceptable functionality before it's packaged and released as a completed and acceptable product as part of the in-process manufacturing assembly process. A review of the lot DHR (attached) did not indicate any abnormality of the assembly or in-process testing. The two-year complaint history was also reviewed and indicated this to be the first reported incident of its type. Correction and/or corrective action: corrective action is not warranted at this time as the affected device was not returned for investigative analysis. The reported event will be monitored for trending. Reason: this complaint will be monitored for trending in that no injury was reported to end user, or patient. Was the complaint confirmed? No. Review and closure: x-recommended continuous improvement program (cip) preventative action activity monitor and trend to cip.

Event description:
"Vacuum would not release from infant. Doctor has to cut through suction tube with scissors to release suction." "Incident happened on (B)(6) 2018."

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation, x-no sample returned, and x-review DHR. Analysis and findings: the reported complaint event cannot be confirmed or verified as the affected vad sample was not be returned for analysis as of the time of this investigation. It was scheduled to be returned by 5/4/2018. However, if the sample device is returned in the future and made available for investigative root cause analysis, the complaint may be reopened and addressed as needed. Although the root cause is considered inconclusive and non-definitive without the actual affected device, the description of the reported event indicates an occlusion had occurred after applied vacuum that could not be released when desired. This may have been caused by multiple causes including excessive hair or organic matter or tissue blocking the vacuum cup screen, vacuum tube itself, or even a broken or damaged vacuum release lever. It should be noted that each vad device is individually vacuum tested for acceptable functionality before it's packaged and released as a completed and acceptable product as part of the in-process manufacturing assembly process. A review of the lot DHR (attached) did not indicate any abnormality of the assembly or in-process testing. The two-year complaint history was also reviewed and indicated this to be the first reported incident of its type. Correction and/or corrective action: corrective action is not warranted at this time as the affected device was not returned for investigative analysis. The reported event will be monitored for trending. None reason: this complaint will be monitored for trending in that no injury was reported to end user, or patient. Was the complaint confirmed? No.

Event description:
Vacuum would not release from infant. Doctor has to cut through suction tube with scissors to release suction. Complaint (B)(4) is being aborted, due to the upgrade to mastercontrol v11.6 on may 18, 2018.